Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): proximal conductor fractured, the distal conductor was distorted, the defibrillation coil was distorted, the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing had cosmetic environmental stress cracking and environmental stress cracking (non-electrical), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; the analyst noted intermittency between the connector pin and cap, with possible medical adhesive visible; full lead returned and analyzed.

Event description:
It was reported that the lead was replaced due to fracture. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.